Event description:
Once the user placed the tiny vessels in the jaws of the device, the edge of the jaw cut the vessel. The surgeon applied a hemostat immediately. Procedure type: unk, patient sex: unk